Event description:
Per the clinic, the patient experienced a skin breakdown that lead to an infection at implant site. The patient was treated with antibiotics (type, specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted (specific date not reported). Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on october 27, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 06, 2022.